Event description:
On (B)(6) 2013 it was reported that the patient was seen that day and the generator was interrogated and found to be flagging as neos. The physician referred the patient for a full revision surgery due to the high impedance and neos. It was noted that the patient has not been experiencing any pain nor has the patient experienced any trauma. It was reported that x-rays are not likely as the patient will be receiving a full revision and the physician did not really see a point to performing them if it was known that the entire product was going to be replaced. Clinic notes from the (B)(6) 2013 visit were received which indicated that the patient doesn¿t feel stimulation when he swipes the magnet and during diagnostics. The patient had one tiny seizure over the past 6 months. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that high impedance was observed in (B)(6) 2013 and the patient would come in to recheck the system. Follow up found that the patient is not seizing, which is why the event was not reported previously. As the patient has not been having any tolerability issues and is currently seizure free, the physician does not plan to see the patient again until (B)(6). Attempts for additional information have been unsuccessful. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Per review of the decoder with programming history, the estimated time of occurrence of the high impedance was (B)(6) 2011.

Event description:
Analysis of the returned generator and lead was completed. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Abrasions were observed on the connector boot but did not penetrate. The ends of the outer and inner silicone tubes and quadfilar coils appeared to be cut. Incisions were made to allow for continuity check. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Analysis of the returned generator verified the device was at end of service. Review of the data indicated that the pulsedisabled byte was set to a value that represents a vbat<eos threshold condition. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during device explant. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. A discrepancy was identified between its charge count (33.8% consumed) and the battery voltage level (1.787 v). This anomaly is due to the asic maintaining a trickle charge state when attempting to deliver current through a high load (high impedance). Other than the noted conditions, there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to battery depletion and lead discontinuity. The explanted generator and lead were returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.